Event description:
It was reported that the balloon ruptured during the first inflation at 10 atmospheres in a moderately tortuous and calcified, 90% stenosed right coronary posterior descending artery. The procedure was continued using a same size non-abbott balloon catheter without issue. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthough, sion blue, miracle 3g; guide cath: britetip 7f jl3.5. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. The balloon catheter was pressurized with an indeflator filled with water. There was a diagonal rupture in the middle of the balloon. There were several scratches around the balloon going in different directions. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 10 atmospheres, which is below the rated burst pressure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.